Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. During the first inflation at 6 atmoshperes for 5 seconds duration time, the balloon ruptured. After decompression, the device was removed from the body and a different device was used to complete the procedure. There were no patient complications reported.